Event description:
It was reported that the patient presented via remote transmission. Upon review, the pacemaker was in backup vvi mode due to event queue overflow. Device restoration was performed. The patient was in stable condition.